Event description:
It was reported that during an implant procedure the patient was sedated with local anesthesia. The physician was unable to place leads after numerous attempts due to significant obstructions in the spinal canal. It was not due to mechanical failure. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2218-50, serial: (B)(4), batch: 7114058.